Event description:
A rotor stall occurred. The pump was replaced. There was reported to be no patient injury. The patient was doing fine following the pump replacement. The device system was used to deliver morphine (5 mg/cc).

Manufacturer narrative:
(B)(4).